Event description:
It was reported that an ilet device with a broken or cracked screen required replacement, and the user was instructed on return procedures, data sync, shutdown steps, and re-start of the replacement device while continuing dexcom g6/g7 use with a phone or receiver. Symptoms included no reported clinical effects or physiological symptoms. Outcomes included no reported impact on activities of daily living or medical intervention. Investigation included complaint handling and device replacement logistics with user education. Investigation of this case revealed no alerts or alarms prior to replacement and no additional device-related malfunctions identified beyond the screen damage. It was concluded that the device exhibited a screen integrity problem; no patient injury occurred, and a replacement device was provided with instructions for return and setup.